Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the patient underwent two procedures to excise the excess skin and cauterize the area with silver nitrate; the first on (B)(6), 2013 and the second on (B)(6), 2013. The patient was prescribed an oral antibiotics on both dates (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.